Event description:
It was reported by the patient that he underwent tha in 2007, during which a durom acetabular cup was implanted. Post-op, he experienced intermittent pain and inability to lift his leg. His surgeon has recommended a revision of the durom cup. However, the procedure has not yet been scheduled.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in 2008. Should additional information becomes available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.

Manufacturer narrative:
Additional information was received on (B)(4) 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to pain. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s ""instruction leaflet for endoprosthesis"" devices analysis: visual examination: the returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited poor bone on growth . Only few bone traces visible. The surface of ldh head is scratched on the inner surface of the head adapter surface changes due to fretting corrosion could be found. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient has been revised on unknown date, as the products have been returned for investigation.